Event description:
The reporter stated the surgeon attempted to insert a +25.5 diopter cc4204bf collamer single piece lens but the lens became caught up and stuck in the cartridge. There was no pt contact or injury. Another same type model lens was implanted.

Manufacturer narrative:
Eval: results - visual inspection of the returned product found the lens stuck in the returned cartridge. The cartridge tip was damaged. There was evidence of clear surgical residue. Conclusions: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and foam tip plunger were not returned for eval.